Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy resulting in the development of peritonitis. It was unknown if the patient was hospitalized for the event. The patient was treated with injection (inj) reflin (1g, once daily) and inj. Tobramycin (40 mg, once daily) for the peritonitis. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Additional information was requested but was not available at this time.